Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported over infusion was not reproduced. The accuracy test was performed and device passed with a result of 19.4 g which is within the acceptable tolerance range (19.0 - 21.0 g). A review of the event history log found a fentanyl drip was set up on the reported event date and the rate was increased by the user one minute into the infusion from 8 ml/hr to 747 ml/hr upon which the pump displayed a ¿hard limit exceeded¿ message, and then the user decreased the rate 7 minutes later to 533 ml/hr. The user facility did not provide additional event details, including flow rate or volume to be infused, the intended flow rate is unknown. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The over infusion was possibly caused by a use related error when the user increased the rate of infusion which exceeded the hard limit of the pump (pump alerted the user). To conclude, use related error of the spectrum infusion pump has possibly caused or contributed to the patient's over sedation. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported a spectrum pump over infused. During an emergent event, the patient was ¿placed¿ on a fentanyl drip. After ¿a short amount of time¿ the bag of solution "went down¿ in the ¿delivery room¿. It was further alleged that tests were done on the pump and ¿the date and time do not match¿. The event resulted in the over-sedation of the patient. Treatment details and patient outcome were not provided. No further information was available at the time of this report.